Manufacturer narrative:
One bipolar pacing catheter with attached monoject 1.3 cc limited volume syringe was returned for evaluation. Continuity testing was performed on the distal and proximal circuits and there were no open, intermittent, or short conditions observed. The balloon inflated but failed to maintain its inflation due to leakage from a gap around the circumference between the proximal electrode and the catheter body. Blood was observed under the balloon. The catheter body was found stained yellow between 37cm and 66cm from the catheter tip and waved between the catheter tip and 70cm marker. No visible damage to the balloon, windings or returned syringe was observed. Balloon inflation test was performed using returned syringe with 1.3 cc air by holding the balloon under water. Visual examinations were performed under microscope at 20x magnification and with the unaided eyes. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. The customer report of inability to pace could not be confirmed during the analysis; as the device responded appropriately during functional testing. However, a balloon inflation issue was found during evaluation of the product. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.

Event description:
It was reported that pacing failure was observed occasionally during use. The catheter was used until a permanent pacemaker was implanted. It is unknown if the problem is device related or due to the catheter position. There were no patient complications reported.